Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg levels were confirmed by cgm on (B)(6) 2017. User made one bolus request on (B)(6) 2017 without entering current bg level. There were no erratic basal rate adjustments. Making bolus requests without entering current bg levels could lead to a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels (66 mg/dl). The cause for low bg levels was unknown. Reportedly, the customer had recently had a cortisone shot. Customer addressed low bg levels with food and juice.